Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery it was noticed that the loop was not connected to the tape. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit (B)(6) 2024: the failure occurred when the surgeon tried to use the implant.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-1588tnt2 serial/batch number (B)(6) was received for evaluation. The suture loops system was broken off. Only the white suture was received for evaluation. Visual inspection of the received suture found frayed and damaged to the suture¿s splice. Internal manufacturing process issues cause the reported failure. Addressed on ncr-24326. Incorrectly assembled.